Event description:
It was reported to boston scientific corporation that a solyx single incision sling was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. Reportedly, on approximately (B)(6) 2010, the patient underwent corrective surgery, however she continued to experience pervasive vaginal bleeding, abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, and vaginal infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.